Event description:
It was stated that the ins was pushing out of the skin. Some time later the pt underwent emergency surgery to move the ins up and in due to a "domestic". The outcome is unk. Further info is being requested from the hcp.